Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device was missing components. There was no patient involvement reported with this event.